Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 500 mg/dl and a large ketone level identified as dangerous, and dehydration. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved, however customer indicated they had damage to the blood vessels in their kidneys, and possible damage to neurological tissues.